Event description:
Patient reports that day after synvisc injections, he started experiencing tinnitus, headache, and pain in the muscles of his upper arms. Patient has a history of atrial fibrillation. Also reported experienced tachycardia, sweating and sore throat. Frequency: admin by md, route: into both knees. Dates of use: (B)(6) 2015. Diagnosis or reason for use: osteoarthrosis localized primary involving lower leg.